Event description:
Per the patient, on (B)(6) 2015 at 4am, when she woke up, she felt lousy, she was feeling sick/not feeling well; the patient was experiencing withdrawal. It was gradually getting worse. The patient was planning to go to the ER (emergency room) of the implanting physician and see if she could see him. The patient thought that the pump was out of medication. The patient was wondering what the pump alarms sounded like. The patient¿s pump was supposed to be refilled on (B)(6) 2015 and she missed the refill because the doctor refused to refill the pump. The patient¿s pump was due to be replaced in (B)(6) 2015, so the doctor didn¿t want to fill the pump until after it was replaced. The pump refills were done every 4-5 months and he didn¿t feel he should fill it before the new pump was implanted. The patient asked the doctor what would happen when the pump ran out of medication and she was told that she would notice a decrease in effectiveness; she wasn¿t told she would go through withdrawals or what to expect. The patient was looking for a new pump managing physician. The device system was delivering dilaudid. On (B)(6) 2015, the pump managing physician reported that the pump end of life was (B)(6) 2015 and the patient needed the pump replaced. The patient had been referred to a surgeon in (B)(6) 2014 but had missed two appointments to see the surgeon. The patient had another appointment scheduled with the surgeon for (B)(6) 2015. The patient did go to the ER for the withdrawal. The pump was not empty. The patient was taking oxycodone, clonidine, and had fentanyl patches. On (B)(6) 2015, the patient reported that she had a new doctor to do the replacement surgery. After experiencing the withdrawal, the doctor she saw changed the pump setting flow rate to drip low and put her on fentanyl patches, so the medication in the pump would last longer. On (B)(6) 2015, the patient reported that she was given fentanyl patches on (B)(6) 2015 and she was about to get her pump replaced. The patient stated, ¿her doctor overseeing it refused to see her six months before it was due to be replaced and she is currently walking around with an empty pump¿. The patient saw a doctor on (B)(6) 2015 for oral medication. The patient didn¿t recall the last refill date but thought it was approximately (B)(6) 2014; the patient ran out of medication (B)(6) 2015. The patient had found a surgeon to replace the pump and met with him on (B)(6) 2015 for a consult; he didn¿t manage pumps, so he wanted her to find a pump managing physician. As of (B)(6) 2015, the patient was still having symptoms of withdrawal; she hadn¿t felt very good. The patient had another appointment with the surgeon on (B)(6) 2015 and he was going to start her on the oral medication subaxone ¿to get her off the medications and have a baseline to start her on¿; the patient had been on opiate medication for over 20 years and the surgeon wanted to start her over with a new baseline. Further follow-up was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).